Event description:
IV pump continued to display air alarm even after multiple attempts at silencing and resetting; rn switched to blue colored module; grey alaris module continues to have false air alarms. FDA safety report ID# (B)(4).